Event description:
It was reported that the patient passed away due to intracerebral hemorrhage, heart failure, and sepsis. The patient was treated with external ventricular drainage. The source of infection was bacteremia and pneumonia. Cultures of enterobacter were found. The infection was treated with meropenem. The death was not considered to be device related. The device operated as expected. The device will not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient's infection and sepsis could not be conclusively determined. Additionally, a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events including infection, sepsis, stroke, bleeding, and death that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 also lists infection as a potential late postimplant complication. Both the IFU and patient handbook provide care instructions in regard to preventing infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.